Event description:
On (B)(6) 2021, neotract was made aware of a patient that developed an infection after a successfully completed prostatic urethral lift (pul) procedure on (B)(6) 2021. Prior to pul, a patient¿s urinalysis returned positive for a uti, and he was prescribed ciprofloxacin. No urine culture was performed pre-procedure. Post procedure, he was prescribed levaquin for five days. At an undetermined time later, the patient presented to the ER with a uti. A urine culture was performed indicating the uti (culturing strain of e. Coli) was resistant to ciprofloxacin, and he received IV antibiotics. He was discharged home the same day, and he was reported to be doing well. The urologist performed (4) pul procedures on (B)(6) 2021 and all patients developed infections. It is not suspected that the infection was caused by the device.